Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No reason for the performed arthroscopy was given and the joint was not revised. The damage to the bearing appears to have occurred close to the articulating edge and towards the medial side of where the femoral component articulates. Failure can occur in these regions if edge loading of the bearing occurs if there is impingement. The arthroscopical view does not appear to show excessive pitting upon the surface considering the item has been implanted for nearly 6 years. This type of retrieval is uncommon and without further information, such as x-rays, current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. A small piece of plastic was removed, but item was not explanted. (B)(4).

Event description:
It was reported that patient underwent knee procedure on (B)(6) 2004. During arthroscopic arthrolysis on (B)(6) 2010, pitting, delamination and a medial projecting barb was discovered. A shaver was used to remove a piece of plastic from the surgical site and was returned for analysis. No further complications have been reported.